Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (norco). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("constant migraine"), vertigo ("vertigo"), palpitations ("heart palpitations"), headache ("constant headache"), anxiety ("anxiety"), gait inability ("I could'nt barely walk"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), asthenia ("felt like I was 90 yrs old") and rash erythematous ("red rash"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, asthenia and rash erythematous had resolved and the migraine, vertigo, palpitations, headache, anxiety, gait inability, adenomyosis and endometriosis outcome was unknown. The reporter considered adenomyosis, anxiety, asthenia, endometriosis, gait inability, headache, migraine, palpitations, pelvic pain, rash erythematous and vertigo to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events "rash erythematous", "asthenia" and new reporter and essure removal date were added, the outcome of the event "pelvic pain" was amended. On 23-mar-2020: social media received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (norco). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("constant migraine"), vertigo ("vertigo"), palpitations ("heart palpitations"), headache ("constant headache"), anxiety ("anxiety"), gait inability ("I could'nt barely walk"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), asthenia ("felt like I was 90 yrs old"), rash erythematous ("red rash"), seborrhoea ("oily face and hair"), dysmenorrhoea ("heavy painful periods") and menorrhagia ("heavy periods"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, asthenia and rash erythematous had resolved and the migraine, vertigo, palpitations, headache, anxiety, gait inability, adenomyosis, endometriosis, seborrhoea, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered adenomyosis, anxiety, asthenia, dysmenorrhoea, endometriosis, gait inability, headache, menorrhagia, migraine, palpitations, pelvic pain, rash erythematous, seborrhoea and vertigo to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: new events oily face and hair and heavy painful periods were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (norco). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("constant migraine"), vertigo ("vertigo"), palpitations ("heart palpitations"), headache ("constant headache"), anxiety ("anxiety"), gait inability ("I could'nt barely walk"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, migraine, vertigo, palpitations, headache, anxiety, gait inability, adenomyosis and endometriosis outcome was unknown. The reporter considered adenomyosis, anxiety, endometriosis, gait inability, headache, migraine, palpitations, pelvic pain and vertigo to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs: events: heart palpitations was added. Reporter was added on 15-jan-2020: plaintiff facts sheet received. Reporter information added. Patient demographic information added. Events: headache, anxiety, I could'nt barely walk, adenomyosis, endometriosis were newly added. On 14-jan-2020: follow up 2,3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.